Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had its service led illuminated; the device would not shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent evaluated the device and verified the reported issue. The third-party service agent will replace the biphasic pcb assembly. Once proper device operation has been observed through functional and performance testing, the device will be returned to the customer.